Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional testing indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic roux en y gastric bypass procedure, the suture repeatedly fell off the device. Patient was discharged. Surgical time was extended by one hour. Another suture was obtained to correct this condition. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated blood loss of 250cc or more. There was no tissue damage or patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.